Event description:
The ge oec 9800 fluoroscopy system shut down during a procedure. This was reported to have occurred on several cases.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. To prevent a recurrence of the noted issue, the fluoro functions pcb was replaced. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provided any pt info with respect to this issue.